Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, prime, excessive no delivery test and displacement test. However, the pump alarmed motor error during occlusion test due to faulty force sensor system. The pump was received with cracked case at display window corners, minor scratched lcd window and broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she was shopping and had given a bolus when the pump alarmed motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph or ensuring the graph timeout is set to 2. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.